Event description:
It was reported that a pt underwent an unk procedure on (B)(6) 2010. A drain was placed. The reservoir would not inflate before it was used on the pt. Another like device was used with no adverse pt consequences.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 325 mg/dl and 125 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.